Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing at the lead and anchor implantation site. The patient¿s scs system had been implanted for 3 months. Following explant, the patient is confirmed to be healed.

Manufacturer narrative:
Additional information: section d4: expiration date, unique identifier (UDI) #, section g: date received by manufacturer, section g6: type of report, section h4: device manufacture date, section h6: evaluation codes, section h10: manufacturer narrative. The device was discarded, making it unavailable for analysis. Without the return of the device, it is not possible to reach a definitive root cause for the infection. The evoke scs system surgical guide details post-operative patient instructions including, "patients may experience redness or irritation at the implant site, in which case they should contact their physician to check the wound for infection or adverse reaction to the implanted materials". In addition, the surgical guide also lists potential risks which include, "erosion of the implanted components through the skin" for which "the patient may require surgery (including revision, explant, and replacement)". The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.